Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she also kept receiving no delivery alarms. Customer declined troubleshooting for the alarm. Customer stated that the buttons do not always respond when pressing. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked reservoir tube and minor scratches on the display window. All of the buttons responded properly and no keypad anomalies were noted.